Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an intravascular ultrasound (ivus) test yielded a vessel reference diameter of 3.5 millimeters (mm), pre-dilatation was performed in a chronic total occlusion throughout the moderately tortuous right coronary artery (rca) via multiple inflations to 8 to 10 atmospheres (atm) of an unspecified 2.0x30 balloon dilatation catheter (bdc). Additional pre-dilatation was then performed via multiple inflations to 12 to 15 atm of an unspecified non-compliant 3.0-millimeter (mm) diameter bdc. A 3.5x38 rx xience xpedition stent delivery system (sds) was then advanced via femoral access and without resistance to a heavily calcified lesion in the distal rca. The xpedition stent was then deployed at 16 atm (the highest inflation pressure used for this device), followed by routine post-deployment dilatation using the same sds balloon via three inflations to 12 to 16 atm. The xpedition sds was then withdrawn from the deployed stent and from the anatomy without resistance, however, when reaching the guiding catheter, though no resistance was felt in the guiding catheter, the xpedition distal shaft separated into two pieces. The xpedition, guide wire, and guiding catheter were all removed from the anatomy as a single unit and the procedure was considered completed. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.